Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized after a syncope. The device was found in end of service (eos) vvi65. The day after, the pacemaker's battery was checked and was "ok". A device malfunction was suspected by the physician. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that patient was hospitalized after a syncopal episode. The device displayed end of service (eos). The following day, the pacemaker's battery was checked and the longevity was "ok". A device malfunction was suspected by the physician. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.